Event description:
It was reported that a patient was experiencing a painful and localized, shocking sensation around her clavicle when device diagnostics are performed. The patient did not have painful stimulation at normal mode or magnet mode stimulation. At a subsequent office visit, the patient experienced the same painful stimulation during diagnostics. The company representative indicated that when diagnostics were run at 2ma, the patient felt the painful shock and immediately threw down the programming wand in response. When the device was temporarily disabled and the diagnostics were run at 1ma, the patient did not feel pain. The patient felt pain again when settings were turned back up to 2ma. Diagnostics run at 1ma indicated that the device was functioning within normal limits. X-rays were reviewed indicating no obvious causes for the painful stimulation during diagnostics. The connector pin appeared to be fully inserted and no obvious fractures or sharp angles were noted in the leads, though the presence of microfractures could not be ruled out. Programming data was also reviewed, and based on the data available, there were no noted malfunctions or anomalies. Multiple faulted diagnostics were noted, but were expected as the patient had reported throwing the programming wand in reaction to painful stimulation, likely breaking off communication near the end of the diagnostics. The current delivered at each diagnostic was also reviewed and were found to match expected values, indicating no malfunctions in how the diagnostics were run. No apparent differences were noted in comparing the diagnostics run at higher and lower settings either. The neurologist had conducted an emu and only found non-epileptic events which he believed unrelated to vns. It was indicated that the patient did not have any body architecture changes, such as weight change or trauma to the device area. The patient scheduled for surgery to replace the device. No surgery has occurred to date. No additional relevant information was received to date.

Event description:
The patient's device was replaced. During the surgery, the surgeon examined the lead throughout the chest pocket and resected scar tissue to have a better visual, and did not find any abnormalities with the lead. The lead pin was also confirmed to be fully inserted. After replacing the generator, system diagnostics were run with the generator off, indicating the vns was functioning within normal limits. The generator was programmed on to the patient's previous settings per the surgeon's request, and diagnostics were run again, indicating no abnormalities or malfunction. The explanted device was returned for product analysis. No further relevant information has been received to date.

Event description:
Product analysis was completed for the returned generator. The generator performed diagnostics as expected for the programmed parameters. The device was connected to an oscilloscope to observe the output waveform, and the resultant system diagnostic test output waveform for the device was not what was typically observed in the product analysis lab. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24-hrs, while placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The atypical output waveform observed was likely linked to a faulty asic component, which likely caused the painful stimulation. No additional performance or any other type of adverse conditions were found with the pulse generator. No additional relevant information has been received to date.